Event description:
The manufacturer received a returned bravo capsule that failed to deploy from the delivery system during placement. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.